Event description:
Dealer reports, their customer stated he was injecting medication into a pt's tailbone when the needle broke off at the hub and remained to the pt. The pt had to have the needle fragment surgically removed. Removal was successful.

Manufacturer narrative:
The stub of the needle was embedded in the hub. Unopened samples displayed no defects. Exeamination by sem found the cannula stub to be bent severly and the tubing distorted. Additionally, the cannula had separated from the epoxy bonding material, which was cracked and chipped. These findings material, which was cracked and chipped. These findings confirm that the break occurred in a ductile manner. All measurements, lot history check, and deflection tests were satisfactory. This appears to be a case of user error causing the break reported.